Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the right coronary artery with heavy calcification and moderate tortuosity. Pre-dilatation was performed and a non-abbott stent was implanted. The nc trek rx 4.00 x 15mm balloon dilatation catheter (bdc) was selected to be used. It was noted that there was difficulty removing the protective sheath. The bdc was advanced for post-dilatation; however, the balloon failed to inflate. Several attempts were made to inflate the balloon and the inflation device was replaced; however, the balloon still did not inflate. Therefore, the bdc was removed from the patient. Another same size nc trek was used to complete the procedure. There was no adverse patient effect and no clinically significantly delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.